Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. In addition, champagne size air bubbles were observed. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer was able to successfully prime the air bubbles. Reportedly, the customer continued using the pump for insulin therapy. The customer's blood glucose level was 183 mg/dl.